Event description:
It was reported that during preparation for an unspecified procedure, the physician noted that the "filter was broken in two parts". There were no reported pt complications. The procedure was completed with another filter wire. Pt status listed as "well".

Manufacturer narrative:
The device has not been received for analysis. If any add'l relevant info is received, a supplemental MDR will be submitted.